Event description:
It is reasonable to conclude the insert isn't the subject of-and would not cause or contribute to, the reported serious injury of revision due to loosening of the tibial component. It is also reasonable to attribute the patient¿s pain to the loosening.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Patient was revised to address pain. Doi: unknown, dor: dec 28, 2018, unknown side.